Event description:
It was reported that a 39 year old male patient was admitted to the hospital for treatment of pulmonary bullae. On (B)(6) 2025, the patient had an indwelling catheter inserted after surgery. The medical staff found that the foley catheter had fell out due to the rupture of the balloon of the disposable sterile catheter. The medical staff immediately replaced it with a new disposable sterile catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d,e. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6). H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a 39-year-old male patient was admitted to the hospital for treatment of pulmonary bullae. On (B)(6) 2025, the patient had an indwelling catheter inserted after surgery. The medical staff found that the foley catheter had fell out due to the rupture of the balloon of the disposable sterile catheter. The medical staff immediately replaced it with a new disposable sterile catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.